Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and it was determined the main switch was stuck in the off position.

Event description:
A user facility reported to olympus that the power button was not coming out and was getting stuck inside. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information.

Event description:
The problem occurred following a procedure. The intended procedure was completed using the same device with no delay.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause was failure of the power switch due to the accumulation of damage associated with long term use.